Event description:
Same case as 6000093-2005-00188. During a coronary drug eluting stenting treatment procedure, the catheter was stuck on the guidewire. The taxus express2 3.5x12mm drug eluting stent was implanted in the rca. After deployment, the stent delivery system (sds) was "hung up" on the guidewire as it was being withdrawn. The sds and the wire were removed as a unit. No patient complications were reported. Patient status is satisfactory.